Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a stain that entered the inside of the lens through the gap. The issue occurred during preventative maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and updates to fields d8, d9, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The condensed water droplets had already dried by the time the device was inspected by olympus, which may have prevented them from being confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by moisture that invaded the subject device, which may have caused condensation in the light guide lens. However, olympus could not obtain additional information to support our presumption. The event can be detected by following the instructions for use which state: 3.2 inspection of the endoscope: olympus will continue to monitor field performance for this device.